Event description:
It was reported that during a right thyroidectomy procedure, the device was not cutting through the tissue. It was slow and even on thin tissue they could see it not cutting. A second device was used and it cut perfectly. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.